Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core smart cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. Visual inspection confirmed the smart cable's hdmi connector was damaged; however, no bent pins were observed. When connected to known, good, test verathon equipment, intermittent image was produced. The customer's smart cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope core smart cable, the hdmi connector pins were damaged and resulted in a complete loss of image. The procedure was completed using a different glidescope system which was made available after about six (6) minutes. No harm to the patient was reported.